Event description:
It was reported that the implants could not pass the meniscus. Surgeon used new device from different brand/competitor's device to complete the procedure. No patient's injuries were reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.